Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified 417 and 418 errors and replaced system power manager (spm) and the power supply switcher to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive da vinci products to perform failure analysis. The power supply switcher was analyzed and found that error logs show 57 occurrences of error 417, and 44 errors of error 418 in which the error indicates that one of the power supplies is not active. The in-house fa installed power supply unit onto printed circuit assembly (pca) system, power cycled ten times without error. The system launched in normal mode. The system sat idle in normal mode for 30 minutes without error. Also, the power supply switcher was analyzed and found that error logs show 57 occurrences of error 417, and 44 errors of error 418 in which the error indicates that one of the power supplies is not active. The in-house fa installed power supply unit onto printed circuit assembly (pca) system, power cycled ten times without error. The system launched in normal mode. The system sat idle in normal mode for 30 minutes without error. Isi did receive a system power manager (spm) to perform failure analysis and the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the system switched to running on battery. The logs show power supply errors on both medical grade power supply (mgps)1 and (mgps)2 during the power cycle. The technical service engineer (tse) instructed the site to power off and emergency power off (epo) the patient side cart (psc) and then they were back up and running on ac power. The customer contacted technical support to report that the issue had returned. The customer moved the power cord to a different outlet, but issue was not resolved. The tse instructed the site shutdown the robot and cycle the epo switch several times, but the site was unable to restore the robot to ac power. The tse informed the customer that it was not recommended to perform surgery on the battery. The procedure was completed with no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: system functionality was checked upon powering on the system and the system initially powered on without error.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a system power manager (spm) to perform failure analysis. The system power manager (spm) unit was tested on the printed circuit assembly (pca) system. The unit was programmed, and the system started at normal mode with no errors nor failure message. Failure analysis (fa) verified all axes with no errors and failure. Fa power cycled the unit 10 times and all passed no errors triggered. The spm remained on the system for overnight in normal mode, with no failures/errors. The reported issue could not be reproduced but was confirmed and verified via error logs and system logs.